Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad issue. Customer¿s blood glucose level was 9.2 mmol/l. Customer reported that the keypad was unresponsive. Customer reported that the number was not ramping on screen and also scroll bar was not moving on the screen with no response. Customer reported that they received hardware low level failure alarm during self-test. Customer was assisted with troubleshooting. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin trace on the keypad assembly. No damage or moisture damage on keypad assembly noted during visual inspection.